Event description:
I used polygrip and fixodent from 1997 to 2008. While using these products, I began experiencing numbness and tingling in my extremities. In (B)(6) 2010, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: device #1 denture cream; frequency: once daily; route: oral. Device #2 denture cream. Dates of use: 1997 - 2008. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.